Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
After autoclave, the ring of the wire post were found to be broken in surgery. This occurred with three devices during this surgery.